Event description:
The customer tested his blood glucose using his contour and elite meters. The elite meter read 134 mg/dl, while the contour read 284 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.